Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a noisy pumphead module. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a noisy pumphead module was not confirmed during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.